Event description:
It was reported that the device was in its first suspected overdischarge. The device was inactive "several" months because the electrodes were explanted due to an abdominal surgery, which was unrelated to the device. After new electrodes were implanted, telemetry with the device was not possible during surgery. A physician recharge mode (prm) was performed, but results were uncertain. There were no patient symptoms or injuries. Additional information received later that day reported that the prm was successful. The device was "back to life" and could be charged and programmed and was working.

Manufacturer narrative:
(B)(4).